Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Remains implanted.

Event description:
It was reported that the clinical patient underwent a right partial knee procedure on (B)(6) 2009. Subsequently, the patient underwent an arthroscopic procedure on (B)(6) 2010 due to recurrent hemarthrosis and swelling. During the procedure, yellow fluid was removed from the knee, patellofemoral disease, a prominent osteophyte and synovitis were noted, and a synovectomy was performed.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.